Event description:
It was reported through the attorney for the patient, as a result of a legal claim that, "on (B)(6) 2008, doctor performed a bipolar right shoulder replacement on the patient." It is alleged that, "the wrong sized component was inserted. As a result, the patient alleges she suffered injuries and damages."

Manufacturer narrative:
The information for this per was provided by stryker orthopaedics legal affairs department. As per information received, the devices are not available at the time of the per due to the ongoing litigation. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5080-2202, lot # 005mrd, description: 22mm nk +2 modular head. Cat # 50881-4500, lot # 34647801, description: solar shoulder bipolar 45mm. Cat # 6704-0-410, lot # 22155702, description: sm vit slv and 1.6mm homog cbl. Cat # 6704-0-410, lot # 23510502, description: sm vit slv and 1.6mm homog cbl.